Event description:
The customer reported that a pt had an external pacemaker from medtronic model 5348. During the night, the stimulation from the pacemaker did not work. There was no qrs at some time and the info center counted the rhythm as "n" (normal) whereas the pt was under cardiac arrest.

Manufacturer narrative:
Based on the available info, a delayed response to the pt can be considered to have occurred as staff were not immediately aware of and did not immediately respond to the change in condition of the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.